Event description:
The devices were implanted in 2004. The facility's charge nurse informed the manufacturer's (MFR.) Vascular access specialist of the following: the pt was diagnosed with mrsa in their infected left large toe. The pt was using the same antibiotic ointment on their infected toe, and then they would apply the remainder to their valve sites. The pt presented to the ER with bacterimia; chills; shakes, and fever. Blood cultures were positive for mrsa, and pocket infections present in both valve; purlent drainage swelling, redness, tender to touch, and heat present over the valves. The pt was started on 1800 mg vancomycin IV. Valve pockets were flushed with 500 cc ns mixed with 500 mg vancomycin for 3 days, and the cannulas were locked with vancomycin also. Vancomycin peak levels were drawn every 3 days. On the 4th day, blood cultures were redrawn, 1 out of 4 cultures were positive with the remaining 3 being negative. Vancomycin levels will continue to be drawn, and the vancomycin was to continue for 2 weeks with alcohol daily injections into the valve, and the cannula lock solution was to be exchanged everyday. Additionally, it was noted that the nephrologist has no plans to explant the valves at that time. No further details were provided at this time.